Event description:
The initial reporter received a questionable bilt3 (bilirubin total gen.3) assay result from one patient sample tested on the cobas 6000 c 501 (ul) v. The bilt3 result of the patient's sample on the day prior to the event was 10.1 mg/dl. The initial bilt3 result of the patient's early morning sample from the module was 20.6 mg/dl. This result was reported outside of the laboratory. The bilt3 result of the patient's 10:00 am sample was 10.6 mg/dl. The reporter then questioned the initial bilt3 result of the patient's early morning sample. The nursing staff also questioned this result. The reporter then reran all of the patient's samples since birth. The reporter found only one discrepant result and this was from the patient's early morning sample. The first bilt3 repeat result of the patient's early morning sample from the module was 11.7 mg/dl (with a data flag). This repeat result was deemed correct. The second bilt3 repeat result of the patient's early morning sample from their other module was 11.2 mg/dl.

Manufacturer narrative:
The serial number of the cobas (B)(6). The field service engineer (fse) inspected the module and performed adjustments as needed. He checked the fluidics, rinse volumes, probe positions, aligned rinse nozzles, and rerouted the rinse head rubbing. He verified the module's performance with a 21-cup precision test with acceptable results. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The field service engineer could not identify a cause for the event. The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the qc recovery. The qc recovery for level 1 and the pediatric control was within the customer's provided ranges. The qc level 3 was outside 2 standard deviations (sd) on the high side on (B)(6) 2023 and (B)(6) 2023. On the day of the event, the recovery was acceptable for the current reagent, but the standby reagent's qc recovery was outside 2sd on the high side. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 40x100 rpm. The centrifugation speed may be incorrect as it is very slow. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.